Event description:
The patient was wearing her pod when she sought medical attention on (B)(6) 2025, due to low blood glucose levels dropping to less than 70 mg/dl. She passed out, fell, and hurt her knee, resulting in an open wound. She was admitted to the hospital and was still there during the call. The patient had to end the call before providing further details. Three due diligence attempts were made to reach the patient for additional information, but the patient was unable to be reached. If additional information becomes available at a later time, a supplemental report will be submitted.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.